Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported that the patient underwent a hernia repair procedure on (B)(6) 2017 and mesh was implanted. It was reported that the patient ¿experienced significant drainage with white, stingy material coming out of her navel as well as nausea.¿ it was reported that on (B)(6) 2017 the surgeon noted ¿necrosis at the base of her navel with portion of the mesh protruding through the opening. The surgeon excised the exposed mesh and evacuated serous fluid.¿ it was reported that the patient underwent wound revision with drainage of subcutaneous fluid collection and debridement of subcutaneous tissue. It was reported that on (B)(6) 2017 the surgeon noted ¿she was having a lot of drainage which was becoming cloudy so he prescribed keflex to treat possible infection.¿ it was reported that the patient presented to her surgeon on (B)(6) 2017 during which the surgeon noted¿ her incision was healing well but there was increased temperature of the incision and the drainage was seropurulent and foul smelling. He determined the mesh was infected and admitted her to the hospital. It was reported that the patient was in the hospital from (B)(6) 2017 during which the mesh was excised and two hernia defects were repaired. It was reported that the patient was readmitted to the same hospital due to chronic mesh infection with sinus tact. It was reported that the patient underwent an exploratory laparotomy with enterolysis, resection of midline foreign body mesh, and debridement of anterior abdominal wall fistula tract during which the surgeon noted ¿fascia tissue was attenuated and abnormal and there were dense bowel adhesions and scarring. During the procedure, the surgeon removed all subcutaneous tissue and biologic mess.¿ it was reported that the patient experienced pain and discomfort in and around her abdomen and a bulge in her abdominal wall. No additional information was provided.